Event description:
It was alleged that a patient's precice nail experienced a loss of distraction of approximately (B)(6). The nail was re-lengthened, but did not appear to achieve its full anticipated length. The nail was revised without incident.

Manufacturer narrative:
(B)(4).